Event description:
The customer contact reported that during preventive maintenance testing, the device would not turn on with dc power; however, it would power on using the power cord. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing at the service center, the device would not power on dc power; however, was able to be powered on using ac power. During further testing corrosion due to leakage from the disposable batteries was noted on the battery contact, battery door, battery compartment, and printed circuit board. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.